Event description:
It was reported that the atrial lead impedance increased abruptly from 400 ohms to >3000 ohms and the increase has been steady. It was noted that the same thing happened about a year ago but the impedance went back to baseline. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg implantable cardioverter defibrillator (ICD), (B)(6) 2008; 6947 implantable tachy lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.